Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received ongoing intermittent occlusion alarms. The customer changed pump supplies and resumed insulin therapy, however, issue occurred in the past therefore no troubleshooting was performed. There was no reported adverse impact to the customers blood glucose level.